Event description:
It was reported that the device has a delaminated dso seal. The issue was found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was accidental wear and tear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.